Event description:
A healthcare worker (hcw) experienced hydrogen peroxide contact on her index and middle fingers of both hands while removing a pouch from the sterrad nx after a completed cycle. The contact caused a tingling feeling and whiteness on her finger tips. The hcw rinsed the area with water for fifteen minutes after exposure. The symptoms resolved in less than one hour. She did not seek medical attention. The hcw was not wearing ppe. The package was wrapped in kemgaurd.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad nx did not indicate a significant trend. (B)(4). There was no product returned for investigation.

Manufacturer narrative:
Concomitant device: instrument tray - part and serial # unknown. (B)(4) no code available: skin blanching . The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.